Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6 correction: b4, g4, g7, h10 event summary: it was reported that the patient had initial left total hip arthroplasty performed (B)(6) 2015. Subsequently, the patient underwent a revision of the head and liner due to corrosion and altr. After the revision, the patient experienced recurrent dislocations and underwent a second revision to a constrained liner on (B)(6). Review of received data - medical records were provided and reviewed by a health care professional: - (B)(6) 2018; closed reduction left hip due to dislocation, no product exchanged, addison gilbert hospital - (B)(6) 2018; closed reduction left hip due to dislocation, no product exchanged, beverly hospital - (B)(6) -2019; closed reduction left hip due to dislocation, no product exchanged, beverly hospital - (B)(6) 2019; revision left tha due to recurrent dislocation, liner exchanged devices analysis the biolox head remained implanted. Review of product documentation all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. Conclusion summary it was reported that the patient had initial left total hip arthroplasty performed (B)(6) -2015. Subsequently, the patient underwent a revision of the head and liner due to corrosion and altr. After the revision, the patient experienced recurrent dislocations and underwent a second revision to a constrained liner on (B)(6) 2019. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent an initial left tha on (B)(6) 2015 and no complications were noted. The patient then underwent a revision of head and liner on (B)(6) 2018 due to pain, elevated metal ions, corrosion, altr and such complications. Post-revision, patient experienced frequent dislocations and underwent three closed reductions of left hip on (B)(6) , 2018; (B)(6) 2018 and (B)(6) 2019. Due to recurrent dislocations, patient was revised on (B)(6) 2019 and liner was exchanged. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). Further, the biolox head was left in-situ, therefore, product examination is not possible. The reasons for hip dislocations are multifactorial, with contributing factors from the patient, the implant, and the surgical procedure. Based on the medical records the dislocations can be confirmed, however based on the available information and the unavailability of the product, possible root causes cannot be further analyzed and no exact root cause could be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4) .

Manufacturer narrative:
Medical products: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset; part#00771100900; lot#62936383, shell porous with cluster holes 52 mm o.d.; part#00620005222; lot#63014244, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells; part#00630505036; lot#63979272. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted on left side and had several closed reductions due to dislocation.